Manufacturer narrative:
Patient identifier, age and weight were not made available from the surgeon reporting this concern. Actual date of event was not provided by the surgeon. 05/01/2014 is the date the manufacturer was made aware of the event, stating that the event was six weeks earlier. (B)(6) 2014 is an approximated event date. 05/08/2014 a medtronic representative, following-up with the surgeon, reported that the patient was seen in the surgeon's office at six weeks post-op and the screws at the thoraco-lumbar junction on two levels were the issue. Patient is doing well now, but the surgeon cannot guarantee a revision surgery will not be needed in the future. At the time this event was first reported to the medtronic representative, on 05/01/2014, the medtronic representative performed an accuracy check of the o-arm 1000 imaging system and identified the right side tracker was out of calibration; the left side tracker was within specifications. On 05/09/2014 a medtronic representative performed a geometry calibration on left and right side o-arm trackers. Calibration verification performed. Accuracy within limits. Issue resolved by recalibrating the o-arm trackers. System is now fully functional. No parts have been returned to manufacturer for further analysis as repair was completed in the field.

Event description:
A medtronic representative reported a surgeon alleged that when seeing a patient in his office for post-op follow up, he discovered that two of the placed thoracic screws were "floating." The surgeon was questioning the accuracy of the o-arm 1000 imaging system used for the spinal screw placement procedure.. The surgeon did not provide a specific date of the surgery, or any further details regarding the procedure. The procedure was completed using the o-arm imaging system and the stealthstation navigation system. There was no inaccuracy or harm to the patient reported at the time of procedure.